Event description:
Conductive keratoplasty in 2005. Almost immediately after both eyes were done, the left eye treated for reading had problems. When looking at a light at a slight distance, at least 24 individual, small lights are seen. There were either 24 or 28 treatment spots done. I am seeing through all 24-I have been able to count-spots and if I try to drive at night I have a blinding, 24 small headlights coming towards me, instead of the actual single headlight.